Manufacturer narrative:
Weight-race: unk. Date rec¿d by MFR: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticmo13.7, -10.0/1.5/100, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. The lens was later exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was reporter as other.